Event description:
Alaris medley point of care, poc, unit with channel a in use. Channel located to the right side of the poc unit. Another pump was attached to the poc and not in use. Attempts to turn the left side channel on to initiate infusion were unsuccessful. Display would light up but then the unit would power off. Happened on both sides. Modules changed. Poc read channels reversed. (Normally the left side is channel a and the right channel b) both powered up and then down.